Event description:
The surgeon prof (B)(6) reported through sales rep, (B)(4):"a pt underwent a surgical procedure on (B)(6) 2010 of tkr due to gonarthritis. The pt underwent vigorous physical therapy. At the control performed on (B)(6) 2012, it was noted instability in extension. An arthroscopy emphasized the breakage of the rear of the cam of the insert ps. The surgeon proceeded with the replacement with a new insert. The opinion of the surgeon is that probably the energetic physical therapy was a contributing factor of the event.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.